Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions system with a biopsy guidance system, a targeting accuracy issue was observed during a biopsy procedure. The user site reported that the selected target appeared correct on the images; however, the specimen obtained did not correspond to the intended target location and appeared to originate from a different area. The user site reported that the procedure required re-targeting and sampling from two different locations, which resulted in an additional puncture. The user site reported that the biopsy procedure was completed and that both the patient and the physician reported discomfort during the procedure. Calibration and system quality assurance tests performed by the user site were reported as within specifications. Hologic technical support (ts) reviewed the available images and system log data. Analysis by ts indicated a deviation between the coordinates of the initial biopsy scout image and the subsequent images obtained later in the procedure. The analysis by ts suggested that patient or breast motion occurred during the biopsy procedure, which caused the originally selected target coordinates to shift relative to the breast tissue. Ts reported that the compression force recorded during the procedure was approximately 18 n, which may have allowed movement of the breast during the biopsy and contributed to the targeting deviation. Based on the investigation, the event was attributed to patient motion during the procedure. No further information is currently available.